Event description:
A customer reported to baxter corporate product surveillance a clearlink y-type blood set in which the tubing from the saline line separated from the y-junction. It is unknown when the alleged defect occurred. There was no report of patient involvement patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, since it was discarded; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.